Manufacturer narrative:
Product evaluation: the explanted lens was returned inside a plastic specimen cup. The lens was adhered to a piece of wax paper inside the cup. The sample was cleaned with lphse to release from the paper. The anterior optic surface was scratched near the edge. The posterior optic surface also has scratches. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated a non-qualified cartridge was used. The diopter of the lens was beyond the range qualified for use in the cartridge indicated. The handpiece and viscoelastic products indicated were qualified for use when used with this lens in a qualified cartridge. The product investigation could not identify a root cause for the reported complaint of "patient unhappy, halos." The patient's issues resolved with the lens replacement. The information that a multi focal toric lens was removed and replaced with a monofocal toric lens may indicate that the replacement lens type was more suited to the patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the patient experienced halos and was unhappy with the visual acuity when driving. The patient's issues have resolved with lens replacement. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after the initial intraocular lens (iol) implant procedure, a patient complained of "unhappy with lens". This required the removal of the iol in a secondary surgery and was replaced with sa6at4.295. Additional information has been requested.